Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer removed the pump from its case, followed instructions to press the button firmly, but the issue persisted. Cts decided to replace the pump, and customer will continue using the current pump until the new one arrives. Customer was informed on how to put the pump into storage mode and agreed to return it with a pre-paid label within 10 days.